Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty was completed with a 20-millimeter (mm) balloon. The valve was then loaded into the delivery catheter system (dcs) and a fluoroscopic loading inspection was completed. The dcs was then inserted into the patient, and the valve was partially deployed at the aortic annulus. Upon partial deployment, an infold oriented towards the coronary sinuses was observed. Subsequently, the valve was recaptured and removed from the patient's body. The initial fluoroscopic loading check images were then reviewed which revealed a misload on the inflow side of the valve in that a crown overlap had occurred extending beyond the 4th node. The attending physician, then opted to try reloading the initial valve. Fluoroscopic imaging was obtained for a second time on the intial valve, which recurrently revealed a crown overlap beyond the 4th node. In response, a new valve and dcs were utilized to complete the procedure. After the valve was implanted, a post-implant dilation was performed with a 23 mm balloon. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evprop2329 (lot: unknown); product type: 0195-heart valves;  select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that indicated that the fluoroscopic images of the first valve were reviewed prior to insertion, and the valve load was deemed acceptable. During the first deployment attempt of the first valve, an infold was observed. The valve was subsequently recaptured due to the infold and calcium. Per the physician, annular calcification contributed to the infold. It was further reported that the post-implant balloon dilatation was performed on the second valve due to aortic regurgitation.

Manufacturer narrative:
Image review: one still image and one fluoroscopic media image were provided. No executive summary or computed tomography (CT) imaging was submitted to support anatomical assessment. According to the information reported, a transcatheter aortic valve implantation (tavi) procedure was performed, during which a pre-implant balloon aortic valvuloplasty was completed using a 20 mm balloon. A still fluoroscopic image of the valve loading was provided. In this view, the valve appears to demonstrate crown overlap extending to approximately 2 to 2.5 nodes. Overlap prior to node 4 is considered acceptable, whereas overlapping at node 4 or beyond is classified as a misload. As stated in the instructions for use (IFU), if a misload is identified, the bioprosthesis must not be reloaded. The entire system¿including the valve, catheter, loading system, loading tray, and saline¿must not be used and should be replaced with new sterile components. It was reported that, upon partial deployment, an infold oriented toward the coronary sinuses was observed. The valve was subsequently recaptured and removed from the patient. No imaging or documentation demonstrating the valve within the patient¿s body was provided. As a result, the explanation of the event remains inconclusive based on the available information. Updated data: b5, e1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the post implant dilatation on the second valve was performed due to moderate central aortic regurgitation.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.